Manufacturer narrative:
D4. UDI# - the device has a date of manufacture of on 22-mar-03 and was not subject to UDI requirements.

Event description:
It was reported to vyaire medical that uim flickered and delayed on star up. The problem persisted despite the replacement of new hssc cable on the avea ventilator. There is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.